Event description:
It was observed during the device inspection, that the monitor had no image display. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information/corrections. Corrected fields: d8, and g3 of the initial medwatch should be corrected to 28 mar, 2024 and not 03 apr, 2024 as initially submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be the failure of the printed circuit board. Olympus will continue to monitor field performance for this device.